Manufacturer narrative:
(B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 71579 with the incident lot was observed.

Event description:
It was reported that bd vacutainer® c&s preservative urine tube had a missing cap.